Event description:
During routine testing of the device at the service center, the service repair tech reported that the peripheral control interconnect (pci) cable was found contaminated on the central control monitor (ccm). There was no pt involvement. Investigation in process, but not yet completed.

Manufacturer narrative:
Eval is progress, but not yet concluded.